Event description:
Information was received from a patient and a manufacturer representative: the patient was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about two weeks ago patient made a tiny adjustment to their therapy. Yesterday, all of a sudden they felt that the stimulation sensation started to feel too strong, said it was painful and when they tried to decrease the setting accidentally turned the stimulation off. When they tried to turn stimulation back on received the por message. Patient said that due to her condition of urinary retention, since stimulation was off and not able to turn on, she called on-call hcp and spoke to the nurse practitioner and was directed to go to local ER to have a foley catheter placed, which patient did yesterday. Patient said is in a lot of pain due to the catheter which has to stay in for ten days. Patient said due to the pain from catheter is unable to work and asked for direction. Reviewed meaning of por code and patient said hasn't had any recent medical tests or procedures, said last test, a CT scan was on (B)(6) 2022. Patient isn't aware of being near any large sources of emi. Reviewed possibility that ins battery has depleted due to age of implant. Patient said that she did consider that possibility. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said that hcp office is 1.5 hours away and patient is unable to drive (due to foley catheter). Email was sent to field team. (B)(6) 2022 the rep reported that the patient's implant battery died, and the lead wire migrated so they will be having a total replacement. (B)(6) 2022 the patient stated their ins has died due to normal battery depletion (pt stated they got almost 8 1/2 years out of the implant) and reported when their implant died on sunday they had to go to the hospital to get a foley catheter put in and they are very uncomfortable. Pt stated they are going to straight cath. Pt stated they are wanting to get the newer implant when they have their implant replaced due to their need for MRI scans.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va09vz3, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot# va09vz3; implanted: (B)(6) 2013; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the sudden overstim/power on reset was not determined. The most likely cause was eol of battery. The steps that were going to be taken to resolve the issue were a replacement of the ipg and electrode. In response to an inquiry as to whether the batter depleted normally, the hcp wrote "unknown, felt to be normal". In response to an inquiry regarding fi the lead had migrated, the hcp wrote that the lead di not migrate and that was a false statement. The date of the replacement surgery was not scheduled yet and the issue was not yet scheduled.